Manufacturer narrative:
Company representative evaluated the unit. Corrections included replacement of the unit's cpu board. Unit was calibrated and safety tested to factory's specifications.

Event description:
Customer reported an issue with the accutorr plus monitor, which may have affected patient monitoring. No patient injury was reported.